Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The impella cp was placed under fluoroscopy and transesophageal echocardiography; however, the pump had significantly low flows. The physician tried to reposition the pump several times. The pump came out of the ventricle completely, at which time the physician tried to reposition it back into the ventricle under echo, with no success. When the impella was removed there was tissue noted within the inlet and outlet windows. The physician opted to place new impella.